Event description:
During a ptca / stenting treatment procedure, hard resistance was met upon insertion of the maverick2 monorail 12/3.0 mm balloon catheter. The pt was asymptomatic during this event. The physician used a terumo introducer sheath for vascular access, a mach 1 guide catheter and an acs .014 guide wire to cross the lesion. The lesion being treated was a calcified, 90% stenotic lesion in the proximal circumflex coronary artery. The resistance was felt as the maverick2 monorail balloon catheter approached the lesion. The maverick2 monorail balloon catheter was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.